Event description:
A ventilator was returned to the manufacturer for service. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's alarm speakers were found to be unplugged. The device's alarm speakers were connected to address the issue. Device had physical damage consistent with being dropped.